Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused severe nerve sacral and right buttock pains immediately post redo rectopexy surgery after previous op failure. It was noted that the patient was living with continued unbearable worsening pains 24/7 and as living on pain medications. Movement caused even more pains and patient was virtually wheelchair/housebound. A few show being stretched out on x-rays possible one or two may have moved completely.